Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens peeling issue could not be determined, however, the issue was likely the result of physical stress caused by dropping or hitting the affected part against a hard surface/object, or by chemical stress during the cleaning/disinfection processor during user handling/mishandling. The event may be detected/prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures warnings and cautions ¿¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the acoustic lens was floating and peeling causing half of the ultrasound image to be missing. The device evaluation found that the acoustic lens was peeled. Additional findings include the following: due to a scratch on the acoustic lens there was a snag on it, the image guide protector was damaged, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic cable, and a noise occurred in the ultrasound image due to damage on the ultrasonic probe. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera ultrasound gastrovideoscope had a missing portion of the ultrasound image. The issue was found during reprocessing, the intended diagnostic ultrasonic testing was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was peeled. The patient was not under anesthesia and there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.